Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment of an issue with the programmer battery, the battery was found to be functionally ok. It was determined during analysis that the cursor was misaligned with the stylus. The software was updated and reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.